Event description:
On (B)(6) 2012 customer reported that the dxc 600 pro instrument experienced cartridge chemistry "cuvette not dry" errors, and there was a puddle of fluid on the reagent probe tray. Customer stated that approximately 2-3 cc of fluid was contained on top of the reagent probe tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed a leak from the probe b wash collar. Fse removed and replaced the probe b vacuum valve. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).